Event description:
Hill-rom received a report from the account stating the bed will self-run up. The bed was located ICU room 1503 at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The hill-rom technician suggested to the account to reset the bed. The technician had the account reset the bed and the issue was resolved. Based on this information, no further action is required.